Manufacturer narrative:
Technician found that the brakes would lock, but swivel free. Replaced all brakes to resolve this issue.

Event description:
Complaint reported that the brakes were not working properly on this bed. No injury alleged.